Event description:
On (B)(6), 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2012 at 5:03am. As part of her diabetes regimen, the patient claimed she is on an insulin pump. Despite the alleged issue, the patient denied taking any action regarding her diabetes regimen. At 5:20am that morning, the patient reported feeling thirsty and nauseous. In spite of her symptoms, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, the test strips were in good condition, the test strips drew in the sample(s), and the patient's testing procedure was correct. The cca walked the patient through a blood retest; however the alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dirty spc pin . It was noted a piece of paper was found tucked under the strip port contact pins 1, 2, and 3. The test strips have also been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.